Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15028. It was reported the patient experiences ineffective stimulation. Diagnostic testing indicated impedances were within normal ranges and the patient denied any recent trauma or falls. Reprogramming was unable to provide effective stimulation coverage. Also, the patient experienced occasional overstimulation. X-rays were taken and the physician was unable to rule out the leads migrating. The patient is to consult with his physician and surgical intervention may take place at later date to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15028. Follow-up information indicated the patient consulted with his physician and after reviewing x-rays, the physician indicated the leads have migrated. However, the physician does not believe the leads have migrated enough to have caused the stimulation changed the patient is experienced. Surgical intervention may still take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15029. Follow-up information indicated surgical intervention was undertaken on (B)(6) 2016 and the patient's scs system was explanted and replaced. The patient reported effective stimulation coverage postoperatively.